Event description:
It has been reported that the height adjustment at the foot end did not lock in. During transfer, the foot end of the cot slid completely down. Neither the patient, who was still on the cot, nor the paramedics were injured.

Manufacturer narrative:
If additional information is found to be relevant by the manufacturer, it will be added and a follow up investigation will be submitted.